Manufacturer narrative:
The apollo micro catheter (model: 105-5096-000 lot: a778898) was returned for analysis. The 5.0cm detachable tip was found to be detached from the apollo micro catheter. The detached tip will not be returned. Therefore, any contributing factors from the detached tip could not be assessed. The apollo total length was measured to be ~170.2cm, the usable length was measured to be ~163.6cm which is within specification (specification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~24.4cm. As returned, it could not be determined if the distal floppy length of the micro catheter is within specification as the detachable 5.0cm tip was detached and not returned. Upon visual inspection, no irregularities were found with the apollo hub. No bends or kinks were found with the apollo micro catheter body. The ldpe coupling tube overlap length was measured to be 1.5mm which is within specification (specification: 1.0mm - 2.5mm). No onyx residue was found with in the apollo distal end. The micro catheter was flushed; water exited distal tip. An in-house mandrel was then inserted through the micro catheter. The mandrel exited the distal end with no resistance encountered and no occlusions found. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter occlusion¿ could not be confirmed. A mandrel was inserted through the microcatheter and no occlusion was found. The customer reported the device was occluded with onyx; however, no traces of onyx was found throughout the catheter or within the apollo hub. Due to the detachable tip not being returned any occlusion with the detachable tip could not be assessed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the physician tried to inject liquid embolic materials, it was witnessed that the catheter was not able to inject due to occlusion. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was moderate. Additional information received from the physician noted that there was no friction or difficulty during flushing or injection, no catheter kink/damage, and no onyx reflux. A continuous injection was used with a waiting time of 50 seconds between injections. The dead space of the delivery catheter was filled with dmso.